Event description:
It was reported that during a unknown procedure, the surgeon reported that cutting with this device was very slow, even when setting was turned up to level 5. He said instead of the normal 4-5 beeps, there was nearly 35 beeps before cutting was achieved. Not noted how the case was completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.